Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During arthroscopic repair of meniscus the needle could not fix well. The surgeon had to removed it. This lead to more damage for meniscus. Finally the surgeon changed the new device to complete. Now the patient condition is stable. More information will be updated if available. Additional details from affiliate provided on 11-1-2016. After 1st firing it was noted the needle turned left. In fact the needle should be up. The failure cause damage to the meniscus - the bone enlargement. Surgeon did not perform meniscectomy. Surgeon is experienced using the device.

Manufacturer narrative:
Only the aluminum foil pouch was returned, the needle was not returned and therefore unavailable for a physical evaluation. The reported failure cannot be confirmed without testing/inspecting the actual device. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The actual device was not returned.